Event description:
General report received of an unspecified number of undocumented incidents of breakage of the distal tip of the option-lok male adapter. On unspecified date, the option-lok male adapter of the tubing sets were connected to needleless valve connectors. The needleless valve connectors were connected to the pts' central lines and were being used to deliver unspecified medications, at unspecified rates. After unspecified lengths of time, while the nurses were disconnecting the option-lok male adapter from the needleless valve connectors, the customer contact reported that the distal tip of the option-lok male adapter of the tubing sets broke off. It was reported that a piece of the option-lok male adapters remained lodged inside the needleless valve connectors. The tubing sets were replaced and the therapies were resumed. There were no reported adverse pt effects and no reported delays of therapies critical to these pts. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The customer contact indicated that the devices were discarded. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.